Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
Correction d4b - explant date should be (B)(6) 2021 instead of (B)(6) 2021.

Manufacturer narrative:
The date of the event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a low battery warning. The patient was reprogrammed to a low frequency to cover the pain pattern for now. As a result, the patient may undergo surgical intervention to address the issue.